Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was duplicated, multiple different error codes and red screen were noted when cycling the power. It was noted that the main board was corrupted. Service replaced the main board to correct the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had red screen and was alarming. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.